Event description:
It was reported that the screen of the insulin pump was cloudy and looked wet. It was stated to be badly scuffed. The customer's blood glucose was high, reportedly due to a kinked cannula in an infusion set that had already been thrown out. It was advised that the customer discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was minor scratches on the display window.